Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right side seat frame has broken in half where the seat frame attaches to the gear rack. The dealer called back and it was both right and left sides that were broke in the same place.

Manufacturer narrative:
Additional/updated information was added to reflect the right and left seat frames being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both seat rails were broken at the rear weld. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the seat rail tube and the seat frame hinge was broken on both the left and right seat frames. However, the underlying cause could not be determined.

Event description:
The dealer stated that the right side seat frame has broken in half where the seat frame attaches to the gear rack. The dealer called back and it was both right and left sides that were broke in the same place.